Event description:
Boston scientific received information that this right atrial (ra) lead exhibited increased threshold measurements. An x-ray confirmed lead dislodgement. Surgical intervention was performed and the lead was explanted and replaced. No adverse patient effects were reported. The patient is not pacemaker dependent. The lead will not be returned for analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.